Manufacturer narrative:
On 06/08/2017, a tandem clinical diabetes specialist (cds) reported that the high bg events were discussed with the customer. The pump settings were reviewed and adjusted. A different type of infusion set was to be used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl and correction boluses were delivered to address the bg level (currently 235 mg/dl). The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The cannula was not removed; however, the customer stated that the skin in the area looks good. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.